Event description:
It was reported that the patient presented in clinic for normal follow up. Previously the patient underwent a generator change out due to eri, and lv lead noted to exhibit high capture thresholds. The device was reprogrammed to not use the lv lead. Though the device was reprogrammed, a rapid decrease in battery voltage was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and the premature battery depletion was found to be due to high current drain. The cause of the high current drain was an anomalous component on the rf module.